Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, observed 40 mm dark patch edge material inside gel device and creases fold based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side. The device remains implanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown on right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.2, d.3, d.6a, d.6b, e.1, g.1, g.4, h.6. Reason for reoperation: rupture and capsular contracture, baker grade unknown.